Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient began having cloudy urine with odor on the night prior to the report and they did not have that before the evaluation. They noted that they were maybe going to urgent care. There were no device issues reported. On (B)(6) 2017, it was reported that the patient went to the doctor's office for a urinary tract infection (uti) check. It was found that the cause of the cloudy urine with odor was a uti and it had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.